Event description:
Enterprise bed alarm was not working. The staff set the alarm when the resident went to bed but it shut itself off uncommanded or was not working because the resident got out of bed without the alarm going off. No injuries reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh ((B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.